Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 300mg/dl. Customer stated that they were able to clear the alarm and the pump error did not occur during rewind. Customer was assisted with self test and displacement test and they passed. Insulin pump was returned for analysis.